Event description:
Using spectranetics devices, rv lead was extracted successfully. After re-implant and placement of a new rv lead, the patient's blood pressure dropped. A sternotomy was performed and a right atrial (ra) perforation was discovered and repaired. The patient survived. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).